Event description:
It was reported that an impactor broke during surgery. No backup available.

Manufacturer narrative:
This event was re-evaluated for MDR reporting. There is no confirmation that the device broke over the patient's incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.